Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry and battery status was unable to be obtained. The case was removed and the battery voltage was measured at 1.395 volts. Detailed analysis of the battery found a tube tear that caused an internal short to the battery case. This cause the battery to deplete to the point where it could no longer support device functions.